Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. No anomalies were found. The reported noise is believed to have been caused by a damaged lead.

Event description:
It was reported that during provoked tests electrical disturbance was seen in the atrium. The ICD and lead were replaced.